Manufacturer narrative:
The hvad pump hw24550 was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed three (3) low flow alarms since (B)(6) 2016. A sudden sustained decrease in estimated flow and power consumption of approximately 1.2w has been logged on (B)(6) 2016 at approximately 20:12. Analysis of the device revealed that the device passed dimensional verification and functional testing. Visual examination revealed a small area of abrasion. Considering that the returned device passed functional examination, these abrasion marks are indicative that external factors such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the inflow and on the superior surface of the impeller. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the inadequate flow rate event can be attributed to occlusion event that might have occurred due to the ingestion/formation of thrombus at the inflow cannula. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: outcomes attributed to adverse events, other relevant history, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative.. Additional information provided on 10/25/2016 indicated that the patient struggled during the pump exchange and did not fully recover. The patient was placed on temporary right heart support and expired on (B)(6) 2016. Of note, the patient had several gastrointestinal bleeding issues after implanting the pump. Aspirin was not administered consistently, however, the patient's international normalized ratio (inr) was reported to always be in effective range. The patient's anticoagulation was considered controlled. The patient was converted to heparin prior to pump exchange. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. As stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient presented to the clinic with a sudden drop in power consumption and flow. Thrombus inside the inflow cannula was suspected. The patient showed signs of low cardiac output four hours after admission. The patient was intubated and extracorporeal membrane oxygenation (ECMO) was initiated due to cardio/pulmonary failure. Pump exchange was subsequently performed by the site. Inflow thrombus was confirmed after explantation of the pump. Log files were sent and photos were provided of the pump after removal from the patient. Preliminary log file analysis confirmed a sudden sustained decrease in estimated flow and power consumption logged on (B)(6) 2016, with multiple low flow alarms. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.